Event description:
It was reported that, "c-32 10degree insert was extracted. Pca 6299-n-332 was then inserted after clearing all soft tissue. Constrained liner was checked to ensure proper seating. A 32mm +5 pca head was impacted onto trunnion. Hip was then reduced. When leg was abducted and externally rotated, the femoral head dis-associated from constrained liner. This approach was repeated several times. Surgeon made sure to seat femoral head into liner. Liner was then removed. A zimmer constrained liner was then cemented into existing cup."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.